Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during preparation, the nurse found the seal of the inner pouch was broken, thus the sterile barrier was compromised. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Investigation found that the chevron seal of the pouch was broken. The thermal seal residue was present without breaks on the top clear web along the breach area indicating the pouch was sealed at manufacturing. Numerous wrinkles and folding marks were found on the top clear web and top tyvek web along the breach area. The noted damage are likely due to some handling aspect of the device during shipping or storing, therefore the most probable root cause is "handling damage." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during preparation, the nurse found the seal of the inner pouch was broken, thus the sterile barrier was compromised. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.